Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the adapter cable was the cause. To address the issue, the fse replaced the transducer adapter cable. The unit passed all calibration, functional and safety tests per factory specifications. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not recognize the transducer cable. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.